Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty advancing the knot may include, but are not limited, to the user tensions rail suture without distal advancement with knot pusher; the user tensions/advances non-rail (white) suture. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was performed with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a non-abbott device procedure. The sheath was upsized to an 18f and the non-abbott device procedure was completed. Reportedly post procedure, there was difficulty advancing both knots and could not be advanced to the target location. Additionally, when the second suture was attempted to be advanced, the suture broke. Both sutures were removed and a figure 8 stitch was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.